Event description:
The pump unexpectedly displayed the reset screen, but did not require a power source to turn back on. The impact on the customer¿s blood glucose level was unknown as the caller declined to answer questions about it. Technical support explained that the reset of one of the pump's microprocessors was a safety feature and the device was performing as intended. The customer was educated on the necessary steps to take whenever the pump resets or turns off and successfully resumed insulin therapy.